Event description:
It was later noted that during a routine ICD change, lower impedance was noted when lead was pressed into the header block/setscrew area of the device. A loose set screw was suspected. The lead and device remain in use, but a full evaluation with opening of the pocket is being scheduled.

Event description:
It was later reported that the rv lead was capped and replaced.

Event description:
It was reported that the high voltage coil impedances had been highly variant, ranging to high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).